Event description:
Information received indicated the brake casters is locking into brake but continues to rotate when pushed on from the side.

Manufacturer narrative:
The technician replaced the brake caster to repair the bed.